Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. The device was returned for evaluation. The cause of the issue was use related. The pump connection and further handling was not done properly by the operator at the hospital. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a system error optical sensor message. The staff still connected the pump, and they proceeded with the procedure. It was reported that the procedure was successful. Additional information states that the patient died during support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.